Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for one (1) unknown nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the rupture of the titan femoral nail (tfn) occurred on (B)(6) 2016. The revision surgery was performed on (B)(6) 2016 and the tfn nail was replaced. No information available about patient condition and outcome. This report is for one (1) unknown nail. This is report 1 of 1 for (B)(4).